Event description:
It was reported that the customer encountered an incorrect pump time display with a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in abnormal readings. Technical support assisted the customer in updating the pump time and advised monitoring the situation, with instructions to follow up if the issue recurred.